Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that they were having issues getting the imaging system's lift-n-shift function to work. There was no patient present when this issue was identified. Onsite investigation discovered that the right motor, left motor, lift cylinder and motion control board caused the reported event. Replacement of the aforementioned parts resolved the issue. No further issues were reported. Analysis of the returned right motor, left motor and lift cylinder confirmed the failure due to a mechanical issue. Analysis of the returned motion control board could not confirm any failure as it passed testing and operated without problems. However, it did not pass visual testing due to physical damage such as dents, nicks and scratches. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that they were having issues getting the imaging system's lift-n-shift function to work. There was no patient present when this issue was identified.